Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid. Further module testing concluded that c8 capacitor was the cause of high current drain.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-07212. Related manufacturer report number: 2017865-2020-07213. It was reported that the device exhibited premature battery depletion. Additionally, both the atrial and the right ventricular leads exhibited low impedance. During the replacement procedure, both leads were noted to be bent. The system was explanted and replaced. The patient was stable before, during, and after procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.